Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pneumatic module was replaced to resolve the issues with pressure. No report of patient involvement.

Event description:
The hospital reported that the unit was blowing fuses and restarting on its own. There was no report of patient involvement.